Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " what type of reference method was used to confirm the result (pcr, viral culture, etc.)? Nasopharyngeal pcr (done at vanderbilt health walk-in clinic ¿ belle meade per protocol) was there any patient impacted because of the false result? No (patient was not scheduled to play on date tested). How many specimens were discrepant (fp or fn)? 1 fp it was reported that customer wanted to know the false positive rate for the veritor covid test. "

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1052068. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. Photographs were provided however they did not confirm the complaint. A trend against false positive results was identified. Bd has initiated CAPA (B)(4) (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "what type of reference method was used to confirm the result (pcr, viral culture, etc.)? Nasopharyngeal pcr (done at (B)(6) health walk-in clinic ¿ (B)(6) per protocol). Was there any patient impacted because of the false result? No (patient was not scheduled to play on date tested). How many specimens were discrepant (fp or fn)? 1 fp. It was reported that customer wanted to know the false positive rate for the veritor covid test."